Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported unknown cause.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient's spouse called to request what to do for an MRI of the brain and patient services reviewed this information with them. The caller mentioned how they didn't realize they needed to have the patient's external devices with them at the patient's MRI appointment so the appointment had to be rescheduled and then, in the meantime, the caller brought the patient back to the patient's managing health care provider office and the nurse practitioner (np) there told the caller that the patient could have had the MRI because the patient was already in MRI mode. Patient services asked the caller if they meant that the np had told the caller the patient was able to have an MRI because MRI mode was set up and the caller said "no," that the ins was already in MRI mode and that they had never done anything to the ins nor had the patient ever had any other previous MRI scans so the patient must have been in MRI mode this whole time since the patient was implanted. The caller stated that made sense, because the therapy hadn't been helping the patient since they were implanted/ wasn't doing anything for the patient. Patient services reviewed MRI mode with the caller and the caller connected to the patient's settings on the call and the patient was already in MRI mode. Patient services reviewed with the caller if the patient had always been in MRI mode then the therapy had never been on and if the caller wanted the patient to have therapy in the meantime leading up to the patient's appointment, the caller should deactivate MRI mode at this time and turn the therapy back on because the caller would still have to activate MRI mode at the time of the patient's MRI. The caller stated they'd already been through enough trouble with the system and the MRI and that they just wanted to leave the ins in MRI mode until after the patient's scan. Patient services also sent the caller MRI instructions at the caller's request. The caller stated after the scan was over, they would then turn the patient's therapy on and noted they may call back with any questions. The caller stated the patient's initial managing health care provider (hcp) was no longer at the urology of central pennsylvania facility and that a new hcp had taken over. The caller stated the last time they went to the clinic they just worked with the np that was there. Agent documented reported event. No further action was taken by patient services.